Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2017-01292 to provide additional information. The subject device was not returned but one of the two devices used for the procedure was returned to olympus medical systems corp. (Omsc). Therefore omsc could not evaluate the referenced device. The manufacturing history was reviewed, with no irregularities noted. The exact cause could not be conclusively determined. However, based on the past similar cases and investigation results of another device, there is a possibility that the subject device did not activate output since the connection between the subject device and the electric surgical generator was insufficient. Also, there is a possibility that the output might reduce since the current density decreased due to becoming large contact area between the tissue and the subject device. The instruction manual of the subject device has described inspecting method of connection for a code and electrosurgical unit. Also, the instruction manual of the subject device has already warned as follows; apply the current while pulling the tissue. Otherwise it could cause patient injury such as perforations and/or bleeding. When necessary, provide treatments to prevent perforations or bleeding from occurring after the procedure. Ensure that postoperative follow-ups are performed, and confirm that no abnormalities are found in the patient.

Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
The subject device referenced in this report has not yet been returned to olympus medical systems corp. (Omsc) for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information is received at a later time, this report will be supplemented.

Event description:
During an endoscopic mucosal resection, two subject devices ware used. Since the patient bleeding in the procedure, two subject devices were used for sealing the bleeding, but the user could not output monopolar energy. The procedure was completed with another device. There was no patient injury reported. This is the report for the second one of the two devices.